Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There was two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a cataract extraction with intraocular lens (iol) implant procedure, the intraocular lens (iol) came out of the patient¿s eye at the time of the injection. The incident occurred during the implant introduction into the patient's eye. The device touched the patient's eye. Another implant was used. There were no clinical consequences observed for the patient. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard. A few iol (intraocular lens) segments are observed around the plunger tip. No iol returned. The product investigation could not identify the root cause for the reported complaint "the implant came out of the eye at the time of the injection". The plunger was observed to be advanced at the wound guard, a few iol segments are observed around the plunger tip. If the plunger is not fully advanced, the iol may not release properly from the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).